Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the self-test failed. The rse evaluated the device remotely and a defective therapy button was indicated. However, after guiding the customer to perform the self-test again manually, the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. After performing the self-test manually, the device passed functional testing and was returned to use. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.